Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for post implant regurgitation was unable to be confirmed due to unavailability of medical record or relevant imagery. Due to unavailability of valve serial number, DHR review and lot history were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 thv was implanted in the pulmonic position for this case. Therefore, it is an off-label operation. Per the instructions for use (IFU), valve regurgitation (paravalvular leak and transvalvular leak) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In additional, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''initially a sapien 3 valve was placed which showed residual leak across the prosthetic pv''. Due to the limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported, through an article post tpvr with a sapien 3 valve a valve in valve procedure was performed. A 50 year old male with carcinoid syndrome of small bowel origin presented with fatigue and dyspnea. Initially a sapien 3 valve was placed which showed residual leak across the prosthetic pv, therefore a non ew valve-in-valve technique was conducted and it resolved pr completely. The tpvr improved his symptoms to nyha ii from IV. A follow up tee showed no residual pr.